Event description:
The olympus field service engineer reported on behalf of the customer, the visera 4k uhd camera control unit had an e117 error. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d9 and h3. Additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: harness connector is loose and dust inside the unit. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "e117 error" malfunction would likely be related to a faulty motherboard. Olympus will continue to monitor field performance for this device.